Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm and blank display. Customer stated that they were unable to clear alarm. Customer stated that insert battery alarm did not display when battery was removed. Customer stated that contact on battery cap was not missed or damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was damaged nor corroded. Customer stated insulin pump was not working and was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device power up after battery installation, no blank display noted, however unit received with a frozen display with flashing medtronic logo due to corroded electronic assemblies. Device unable to verify pump error 35, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to frozen display anomaly. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and minor scratches on case.